Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, the reload was attached to the handle. The reload passed the opening and closing test and could approach the tissue without problem. The reload was tried to be fired, but it locked, the handle was not squeezed and the device was stopped using. After that, the reload was replaced by a new product and the procedure was completed. The event occurred during the procedure but the product was not used for patient. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.